Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years following the implant of this transcatheter bioprosthetic valve, a non-medtronic valve was implanted valve in valve due to mild paravalvular leak (pvl). No adverse patient effects were reported.